Event description:
Voluntary medwatch received states the right atrial lead exhibited under-sensing, far r wave over-sensing and an impedance issue. No information regarding intervention or adverse patient consequences was reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5184114.